Event description:
(B)(4). Daily and nightly migraines, constant back pain, bloating, several daily pain on my lower left and right abdomen, incontinence, swelling of hands and feet, missed periods for several months and then bleed for 3 months, hot flashes, auto immune disease, thyroid disease, gallstones resulting in removed of gallbladder, joint pain, insomnia, anxiety, depression, severe weight gain 150+ pounds, loss of appetite, daily heartburn, fatigue, mood swings, rashes, nickle allergy.